Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed right ventricular lead exhibited high pacing impedance. No intervention was performed. There were no patient consequences.